Manufacturer narrative:
The customer was sent a replacement battery. The device was not returned to stryker for evaluation. The root cause of the reported issue could not be determined. H3 other text : not returned to manufacturer.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon further investigation, stryker was made aware that the customer's device was not responding. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.